Manufacturer narrative:
The insulin pump was received with a critical pump error 35 during rewind due to moisture damage on the electronic assembly and force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and vibrator.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 45 mg/dl. Customer stated that the insulin pump stopped delivering insulin and it wont rewound. Customer stated insulin pump was exposed to a high magnetic field. The customer felt ok to troubleshooting low blood glucose level. Customer was using auto mode feature at the time of low blood glucose event. The customer was treated for the low blood glucose with food. The customer reported that the insulin pump received pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were not able to rewound the insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump was returned for analysis. Unomed inf set, frn-unk-rsvr.